Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alerting with no alarms and got suspend on low alert. Customer performed troubleshoot but constant tone did not disappear. Customer performed self test and passed it. Customer¿s blood glucose was 113mg/dl at time of incident. Insulin pump will not be return for analysis.